Event description:
It was reported that the patient received therapy from the device because he had a tachycardia with a rate superior than vf cutoff rate. The physician judged the arrhythmia as an svt and reprogrammed the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.